Event description:
Boston scientific received information that during the pre-discharge device check this defibrillation lead had noted to have dislodged. No adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted and a new lead was successful implanted. A return request was made for the lead. Should additional information become available, this event will be updated.

Manufacturer narrative:
It was later reported that this issue was discovered as this lead had elevated thresholds. Under fluoroscopy, it was noted that this lead had not dislodged but had lost its slack.